Event description:
It was reported to boston scientific that "the coil (device in question) got stuck and when removing it, it got broken." It was reported that the alleged issue was noticed during the procedure. There is no info on the date of event, pt complications and the condition of the pt.